Manufacturer narrative:
The company representative was able to replicate the reported event. The nonconforming fluidics module was replaced to address the issue. The system was tested and found to meet product specifications. A non-conformance based review of the serial number was performed and did not reveal any potential contributing factors to the reported complaint. A manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A review for complaints reported against this serial number was performed. No similar complaints were reported for the serial under investigation with the same event code. The root cause of the reported event is attributed to nonconforming fluidics module. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).

Event description:
A doctor reported that ophthalmic system presented with intraocular pressure issues. Procedure details and patient details were not reported. Additional information has been requested. New information received indicating system had low intraocular pressure during vitrectomy surgery. Procedure was completed on the same day without patient harm.